Event description:
Percutaneous transluminal coronary angioplasty (ptca) guidewire broke off in the vessel. It was successfully retrieved with a microsnare. The device and retrieved broken piece are being sent to the manufacturer for evaluation. The vessel was tortuous, long, and had a highly calcified lesion. The wire did prolapse. A balloon was used to pre-dilate the vessel for stent placement.